Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient came into the office complaining of pain. X-rays of the hip appeared to show that the cup had lucencies around it. He monitored the patient's pain and activity levels and eventually decided to have the implant revised. Upon revising the cup it appeared to have little to no bony ingrowth around any of the shell. It was not difficult to remove the shell from the acetabulum.